Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 upon sensor removal, sensor wire detached from sensor pod. At the time of the call, patient reported no medical intervention.